Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type I bone) in site (B)(4). Primary stability was exceptional due to the dense cortical bone. Osseointegration was not achieved. The clinician states that the implant was removed due to the pt was in severe pain. The implant was very mobile and osseointegration had no occurred. The implant was removed on (B)(6) 2011 due to pain, mobility. Medical history: previous cancer.